Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which allegation was confirmed. Moreover, a dried blood/body fluid was noted in the lumen. The wire passed through the lumen with little resistance due to the dried blood breaking up as the wire passed through. Further, conclusion code was known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted as the physician was unable to deliver the wire through the inner lumen. The lead was flushed but unable to thread the wire, likely seemed to stick in lead at the end near electrodes. This lv lead was never in service. No adverse patient effects were reported.